Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test note: manufacturer contacted customer in a follow-up calls in order to ensure the customer's condition since the initial call; at call back on (B)(6) 2017, customer stated she was feeling the same and had symptoms of dry mouth and increased thirst. No medical attention was needed since the last call. There were no additional blood tests performed with the trueresult meter. At call back on (B)(6) 2017, the customer stated she was feeling better and did not currently have any diabetic symptoms. There was no medical intervention since the last call. There were no additional blood tests performed with the trueresult meter. Customer satisfied with the replacement product.

Event description:
Consumer reported complaint for low blood glucose test results. Customer stated she went to the doctor on (B)(6) 2017 because of low results obtained. Customer stated that upon visit she learned her blood glucose was higher than what the meter was reporting. Customer stated she was unaware her blood sugar was high because meter was reading lower results. Customer was unable to disclose meter results stating that the machine was reset at the doctor's office. Customer was informed that trueresult system has been discontinued and to immediately stop the use of any trueresult products. Customer was upgraded to truemetrix self-monitoring system. The customer's expected blood glucose test result range was undisclosed. At the time of the call, the customer reported symptoms of blurry vision and significant weight loss. Customer denied the need for medical attention at the time of the call. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 11/13/2017 and open vial date was undisclosed. Test strips are not impacted by recall. The meter memory was not reviewed for previous test result history.